Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that the pt implanted with this implantable right atrial lead underwent open heart surgery. One day post the procedure, intermittent loss of capture was observed. Impedance measurements remained stable. Technical services discussed the atrial appendage and atrium may be roughed up from the surgery and recommended another device check after the pt's heart settles. No adverse pt effects were reported. The available info suggests this lead remains in service. Should additional info become available, this report will be updated.